Event description:
It was reported that a pump has a "system failure." The customer stated there was no pt injury.

Manufacturer narrative:
(B)(4). The device was returned to baxter and an eval was performed. The eval confirmed the reported symptom of "system failure." The eval found system error 322 in the history log; however, could not reproduce the error. The eval has led to the determination that the upper and lower auxiliary assemblies were the failing components. The upper and lower auxiliary assemblies will be replaced.